Event description:
It was reported on january 29, that the selenia dimensions c-arm continues to move after releasing the rotary switch. A field engineer examined the equipment and found that the rotary switch at the back of the c-arm was stuck intermittently. The field engineer replaced the rotary switch and tested it. The equipment met the manufacturer´s specifications. No injury to the patient or staff was reported. No other information is available.

Manufacturer narrative:
An investigation was performed: on (B)(6) 2024, the customer reported that the c-arm was continuing to rotate after the lever was released. The field engineer (fe) was dispatched to the customer site and found the rotary switch (asy-01503) was sticking. The fe replaced the rotary switch to resolve the issue. No patient or user injury was reported. A review of the device history showed this issue did not reoccur after the rotary switch was replaced. The rotary switch was not returned for further investigation. The rotary switch was 584 days old at the time of replacement. Further investigation could not be performed as the part was not returned. Based on a review of the complaint, the likely cause of the uncommanded movement is due to an issue with the rotary switch. Likely causes for uncommanded motion can include wear and tear to the rotary switch. The rotary switch was not returned therefore further investigation could not be carried out. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the complaint review identified that the failing rotary switch was not original to the system therefore, the DHR was not reviewed. System product code: sdm-sys-6000-3d, serial number: (B)(6), system manufacture date: 10/10/2016, system installation date: (B)(6) 2016, unique device identified (UDI):(B)(4).